Manufacturer narrative:
Other, other text: investigation completed on a smiths medical intubation/portex endotracheal tubes. Sample one p/n 100/199/075 when visually inspecting product under normal illumination, it was observed inflation line was damaged. The visual inspection revealed inflation line was exposed to high temperature.. Most probable root cause is that the sample returned for evaluation was exposed to high temperature during useall mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported the device was in use with patient and the inflation line was found to have broken off. No adverse effects to patient reported.